Event description:
Event description boston scientific received information that this device was electively not used due to high defibrillation thresholds. The device was returned and archived at boston scientific crm. Later, the device was removed from archive for further testing.